Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2011. The needle easily detached from the suture before use on the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device related to this event was a loose detached needle and was examined and found to have an incorrect swage. The detached suture tip was examined and found to have a good insertion. Conclusion: an representative sample was an attached needle and it was examined and found to have a correct swage.